Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. Accoridng to the physician's office, the patient was last seen in 2007, and there had been no complications at that time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.